Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign material was observed in the air/water nozzle. However, the root cause of why the foreign material remained in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, a foreign object was observed coming from the air/water nozzle of the flex video scope there was no patient involvement.